Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was reportedly within 100 mg/dl - 200 mg/dl range. Reportedly, the transmitter and pump were not being worn within line of site, and the pump screen was being worn facing the customer's body. The customer indicated that the pump would be worn with the screen facing outward and within line of sight of the transmitter, and that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support.